Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/07/2023, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak® soft anchor backed out. This occurred during a labral repair on 12/07/2023 while implanting the implant and shuttling the suture on the device locked up not allowing the repair suture to tighten. When additional force was applied, the implant backed out. The case was completed using another ar-3636, and there was no effect on the patient.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.